Event description:
It was reported by the rep the device was used during a colon resection that occurred within the last month. It was reported the pt was readmitted due to a staple line leakage. A reoperation revealed an anastomotic leakage. There is no further info known at this time.